Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the low impedance on the ra lead is a chronic issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass of the implantable pulse generator (ipg) had invalid data. It was also reported there was a right atrial (ra) lead low impedance warning. The lead and device remain in use. No patient complications have been reported as a result of this event.